Manufacturer narrative:
Medwatch sent to FDA on (B)(4) 2014. The events of swelling and redness are a physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported approximately 5 weeks after injection with juvederm ultra plus xc in the nasolabial folds, "frown lines", lips, and area "around the lips", the pt experienced "swelling and redness "in the lips. "Medrol" and hydrocortisone were prescribed as treatment. Symptoms are ongoing.